Event description:
Healthcare professional reported five days after injection with juvederm voluma with lidocaine in the cheekbones and bilateral zygomatic arches patient developed an "increase in volume (egg)", on one side, which upon palpation was hard. The following week, the patient developed swelling of "the other side"; approximately nine days from initial symptom onset, patient was hospitalized for one day; no treatment provided. Patient returned to the hospital four days after initial hospital discharge and was hospitalized for two days. During this second hospital stay, the patient was treated with solu-medrol, polaramine and cephazoline with little improvement. Eight days after being discharged from the second hospital stay, patient returned to the hospital "because the allergic reaction appeared again". Healthcare professional believes that the patient has an "allergy to the voluma". Symptoms are ongoing at this time.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of an allergic reaction involving swelling and hardness upon palpation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.